Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the deployment mechanism could only partially deploy the stent and that the guide wire got stuck. The stent outer sheath was found with a kink pattern on the distal outer surface indicating a small bending radius and high friction; furthermore the release mechanism inside the grip was found under high tension with sheath damage which indicated that a high release force was present during deployment. It was therefore concluded that high friction affected the system during deployment leading to excessive release force, damage, partial deployment, and subsequent guide wire squeezing. Potential factors that could have led or contributed to the event reported have been evaluated. The reported application represents an off label use of the device. However, based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Furthermore, the IFU states that the lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure for a stenosis in the tortuous internal iliac, the stent allegedly was unable to fully deploy and it was stuck on the guidewire during removal; therefore removed the device and the delivery system as one unit, however the access site was not lost. Reportedly, another stent was placed using the same access site. There was no reported patient injury.